Event description:
It was reported that upon opening the package of acuvue revitalens one of the disinfectant solutions was shrink-wrapped on the lid, but the other one was not shrink-wrapped. No further information was provided.

Manufacturer narrative:
Section e1 - telephone number: (B)(6). Section h6 - device code(s): 3191 no code available (tampering). Device evaluation: a visual inspection was conducted to the returned bottles and one bottle was missing the cello seal. Manufacturing record evaluation: the manufacturing records for the product were reviewed. All devices meet material, assembly, and performance specifications at the time of product release. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. The device history review was completed and found no related deviation. Conclusion: based on the product evaluation, bottle cello seal missing was observed and the reported event was confirmed. The defect of cello seal issue has since been improved as of november 2024, which is post manufacturing of this suspect unit. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.